Event description:
The customer stated that this device indicates an "sram fail" error code. No patient involvement.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The failure was confirmed. The investigation revealed that a programmable ic (integrated circuit) chip on the main circuit board failed to maintain /store the program, therefore, causing the error code when the device was activated. Upon replacement of the circuit board, the device performs to specifications.